Manufacturer narrative:
The suspected device-device incompatibility leading to bone graft failure (unspecified bone graft material) and failure of the copios membrane are considered serious. According to the case description, reporter causality is considered related to the copios membrane. . Explantation of the (tooth) implant was reported about six months after implantation, while the membrane was (completely) reabsorbed. This doctor reported several similar cases, which means that even a systematic handling error cannot be ruled out. The cases refer to different sterilization batches and different donor animals for which no accumulation is seen. A batch documentation review confirmed that no issues occurred during production of the product. Anti-inflammatory drugs indicate possible inflammatory diseases in the patient that could pose a risk to successful implantation, however, indications were not specified. Still there is currently no plausible explanation why the membrane would cause a bone graft failure, hence tutogen considers this event as not related to copios membrane. Concomitant diseases as well as the simultaneously placed (tooth)implant are seen as confounding factors.

Event description:
Follow-up information was received. The patient received amoxicillin 500 mg/clavulonic acid 125 mg for 8 days for the dental procedure. The barrier effect of the membrane lasted less than stipulated by the manufacturer. The implantation date was confirmed for graft, membrane and (tooth) implant as (B)(6) 2022. On (B)(6) 2023 the (tooth) implant was uncovered and osseointegration failed. The loose implant was removed and healing was awaited to place a new membrane. It was confirmed that the membrane was not removed as it was reabsorbed.

Manufacturer narrative:
Rti surgical germany will conducted a comprehensive records review. When completed a follow-up will be submitted.

Event description:
On (B)(6) 2024 rti surgical, inc. (Rti) and tutogen medical gmbh (tmi), a wholly subsidiary of rti, received a complaint indicating the patient underwent a dental procedure on tooth 12, with implantation of copios pericardium membrane on (B)(6) 2020. It was reported that doctor noticed that when using the copios pericardium membrane it doesn't achieve the bone regeneration. Almost all the bone is lost and when using membranes from other companies he doesn't have any issue and the regeneration is successful. He noticed that the membrane effect is too short, and he loses the graft.